Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed intermittent capture. The physician performed an x-ray and the rv lead was found micro-dislodged. The rv lead exhibited high pacing thresholds. The right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.